Event description:
I had the essure procedure done (B)(6) 2012. I was told by my doctor that the symptoms after the procedure would be mild cramping that should go away. After having the essure procedure done I have had continuous sporadic on the sides where my ovaries are. I have mentioned this to my doctor but they have not concluded that it is the essure implant. I am getting a second opinion next month when my insurance is effective. The symptoms I am having are extreme shooting pain sporadically that hits the area where my ovaries/fallopian tubes are, incredibly heavy menstrual cycles that last longer than they did prior to the implant, dizziness, and the inability to lose weight.